Event description:
The initial reporter received a questionable creatinine plus ver.2 results from multiple patient samples tested on the cobas c 503 analytical unit. The following are examples of four patient samples with discrepant results: on (B)(6) 2025: patient sample 1 the initial result was 141 umol/l. The repeat result was 69 umol/l. Patient sample 2 on (B)(6) 2025: the initial result was 239 umol/l. On (B)(6) 2025: the repeat result was 82 umol/l. On (B)(6) 2025: patient sample 3 the initial result was 92 umol/l. The repeat result was 70.8 umol/l. Patient sample 4 the initial result was 98.1 umol/l. The repeat result was 80.3 umol/l.

Manufacturer narrative:
The creatinine plus ver.2 reagent lot number is 91675101, with an expiration date of 31-jul-2026. The investigation included a review of the customer's calibration, qcs, and pre-analytical data: the calibration results were within the specified ranges. The qc results before and after the event were within the specified ranges. A general reagent problem can be excluded. The field service engineer inspected the analyzer and performed a hardware performance check with unsatisfactory results. Initial corrective actions included the replacement of the reagent probe and system recalibration. While these actions improved the hardware performance check, the result outside the reference range persisted. Further diagnostic work led to the replacement of the sample probe, which successfully eliminated the out-of-range results. Additional maintenance included a fluidic integrity check (rinse tubing and cuvette filling levels), all of which were found to be optimal, and nozzle cleaning using a nylon filament. Final system validation was completed through wash consumption configuration and the successful calibrations and qc. The investigation determined that the event was consistent with a hardware-related issue. The investigation determined that the service actions resolved the issue.